Event description:
It was reported by the customer that the medical doctor indicated that the syringes are rupturing when pushing medication through them. The sides of the syringe are bursting. This was reported to have occurred on six occasions involving 4 different lot numbers (ckdc08-01, ckdc03-01, ckdc09-01, ckdb07-04). No information was received regarding any serious injury as a result of this product issue.